Manufacturer narrative:
The user facility declined service of the subject device by lumenis technical representative. Lumenis has not held a service contract with the user facility from (B)(4) 2002 and has not serviced the device since (B)(4) 2010. Lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. A lumenis healthcare professional evaluated the reported event details and patients photographs concluding the probable cause to be excessive treatment settings employed in contradiction to device training and common medical practice. The user facility declined service.

Event description:
It was reported that a patient sustained a second degree burn to the chest which resulted in a small scar following ipl treatment with a lumenis vasculight hr laser.